Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: "lo", 120mg/dl, 114mg/dl, 104mg/dl. Performed back to back blood tests, results were 96 and 108mg/dl. Customer's normal glucose range is 110-120mg/dl fasting and 120-130mg/dl 2 hours after eating. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo." Last 4 tests in memory: "lo", 120 mg/dl, 114 mg/dl, and 104 mg/dl. Performed back to back blood tests, results were 96 and 108 mg/dl. Customer's normal glucose range is 110-120 mg/dl fasting and 120-130 mg/dl 2 hours after eating. No adverse event reported.